Manufacturer narrative:
The event took place outside the united states (in france) and was associated with a product that is also cleared for the market in the united states.

Event description:
The patient will be revised due to an instability on (B)(6) 2024.

Manufacturer narrative:
The event took place outside the united states (in france) and was associated with a product that is also cleared for the market in the united states.

Event description:
The patient will be revised due to an instability on (B)(6) 2024. On (B)(6) 2024, a cup and a glenosphere were explanted, a cup and a glenosphere were implanted.